Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a bilateral sacrospinous fixation with anterior repair procedure. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, two weeks post implantation, the patient was rushed to emergency due to symptomatic pains of a nephritic colic. Imaging confirmed the presence of ureteral kinking. The physician immediately installed a double j probe to re-establish vesicle bladder flow. No stenosis was noted during implantation of the stent. Additional information received on april 23, 2015. The physician resected the mesh leg at the left side of the patient to ease the kinking of the ureter. The patient was hospitalized again due to renal dilatation. A renal reimplantation is scheduled on an unknown date.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a bilateral sacrospinous fixation with anterior repair procedure. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, two weeks post implantation, the patient was rushed to emergency due to symptomatic pains of a nephritic colic. Imaging confirmed the presence of ureteral kinking. The physician immediately installed a double j probe to re-establish vesicle bladder flow. No stenosis was noted during implantation of the stent.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.